Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was alleged that the ok button was under responsive. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2017 with the following findings: during investigation, the keypad cover was intact and all keypad buttons were responsive during investigation. The keypad cover was removed to find no defects to the button contacts. The complaint of tactile changes in the keypad was unable to be duplicated. Unrelated to the original complaint, a leak was found in the battery compartment. The pump was opened to find evidence of moisture on the main printed circuit board. The keypad flex was fully seated in the connector with the latch closed. Additionally, the display was dim and fading pink.